Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19m) distributed in the us. The reported caravel mc microcatheter and its tip fragment were returned for investigation. The distal tip of the returned caravel mc microcatehter was found torn off. Microscopic observation of the distal tip of the catheter found circumferential cracks proximal to the torn end, indicating that the distal tip polymer was stretched. The inner jacket was fractured by tension and coming out of the torn edge of the catheter tip. Microscopic observation of the tip fragment found that the tip was stretched to approximately 2.5mm in length and had a trace of compression. The proximal end of the fragment had circumferential cracks due to stretching as well as traces of ductile fracture of the tip polymer. These findings suggested that the tip (5mm in length) was stretched to approximately 6mm in length and torn off at approximately 2mm from the tip end that is between the polymer only and polymer-and-braid segments. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension exceeding the product design limit might have been applied to the tip segment of the subject caravel mc microcatheter during removal attempts while the tip segment of the microcatheter had been pressed and caught by the dilated balloon segment of the concomitantly used kusabi catheter. Consequently, the catheter tip was stretched and eventually torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility could not be ruled out that some fragment could left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications]. 3) do not use this microcatheter in advanced calcified lesion. [Warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunction and adverse effects]. Separation

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified lesion in segment #2 of the right coronary artery (rca). An asahi caravel mc microcatheter was used but removed to exchange a concomitantly used guide wire for another one, the distal tip of the microcatheter was detached. The microcatheter was then removed with its concomitant device as a system, and the tip fragment was also removed. An unknown catheter was used instead and the procedure was completed. The physician commented that a kusabi catheter exchange catheter (kaneka medics) that had been used to remove the subject caravel mc microcatheter might have been in contact with the distal tip of the subject catheter. It was informed that there were no health hazards caused by the reported event to the patient, who was doing fine after the procedure.